Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device implant procedure, ventricular lead couldn¿t be implanted due to a fixation issue. The lead was exchanged. Patient is well and there are no adverse consequences to the patient.